Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not announce any alerts. Blood glucose (bg) was over 500 mg/dl. Bg was addressed with a bolus and a manual injection. Reportedly, customer reverted to an alternate pump for insulin therapy.